Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion. Boston scientific technical services (ts) verified details and found out that on (B)(6) 2013 check, the device showed 1 year remaining but the latest check on (B)(6) showed that the device was already end of life (eol) on (B)(6). The pacemaker was explanted and a new device was implanted. The pacemaker is no longer in service and will be send back for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.